Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced right heart failure, which was treated with dobutamine. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event details, patient information, device information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced right heart failure. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Newly received information indicates additional event details. Additional information was included into the event description with the medication the patient received for right heart failure. The event date has been corrected from "(B)(6) 2020" to "(B)(6) 2020", the ventricular assist device (vad) model and catalog number have been corrected from "unk-pump" to "1103", the unique identifier (UDI) # has been corrected from "asku" to "(B)(4)." Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received dobutamine for right heart failure.

Event description:
It was further reported that a right heart catheterization (rhc) was performed and a tunneled peripherally inserted central catheter (PICC) line was placed. The patient had stable creatinine and glomerular filtration rate (gfr) values and was deemed not to be a candidate for kidney transplant. The patient also experienced a right knee gout attack and effusion which was treated with steroids and an anti-inflammatory. Arthrocentesis was performed with the aspirate consistent with gouty arthritis. The patient's mean arterial pressures (map) were consistently between the 90-100s and their calcium channel blockers were increased. Several days later, the patient experienced severe iron deficiency anemia. The patient's antidiuretic was decreased to daily and atrial flutter with vp was noted on telemetry and another rhc was performed. The patient was transferred to the intensive care unit (ICU) and started on an intravenous (IV) epinephrine. They received one unit of packed red blood cells (prbc) and the vad speed was increased to 3200 rmps. The next day, the patient was transfused with two units of pbrcs and was treated with direct current cardioversion (dccv) and continuous renal replacement therapy (crrt) was initiated. Acute gout presented which was treated with prednisone and colonic distension was seen on abdominal film. The patient was upgraded to status two for united network of organ sharing (unos) with the expectation for heart transplant. Subsequently, the patient was transitioned to prolonged intermittent renal replacement therapy (pirrt) which was stopped on two weeks later. The patient then developed a fever which was determined by culture to be staphylococcus and they received antibiotic treatment. The tunneled hemodialysis catheter was removed and they were treated eight days later with an intravenous (IV) diuretic and then transitioned to an oral diuretic several days later. The patient also experienced ventricular tachycardia and was treated with dccv and IV anti-arrhythmic. The patient was discharged on dobutamine and they were listed on inactive status on the transplant list pending a neurological consultation.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A supplemental report is being submitted for additional event details. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced right heart failure, which was treated with dobutamine. It was further reported that a right heart catheterization (rhc) performed and a tunneled peripherally inserted central catheter (PICC) line placed. The patient had stable creatinine and glomerular filtration rate (gfr) values and was deemed not to be a candidate for kidney transplant. The patient also experienced a right knee gout attack and effusion which was treated with steroids and an anti-inflammatory. Arthrocentesis was performed with the aspirate consistent with gouty arthritis. The patient's mean arterial pressures (map) were consistently between the 90-100s and their calcium channel blockers were increased. Several days later, the patient experienced severe iron deficiency anemia. The patient's antidiuretic was decreased to daily and atrial flutter with vp was noted on telemetry and another rhc was performed. The patient was transferred to the intensive care unit (ICU) and started on an intravenous (IV) epinephrine. They received one unit of packed red blood cells (prbc) and the vad speed was increased. The next day, the patient was transfused with two units of pbrcs and was treated with direct current cardioversion (dccv) and continuous renal replacement therapy (crrt) was initiated. Acute gout presented which was treated with prednisone and colonic distension was seen on abdominal film. The patient was upgraded to status two for united network of organ sharing (unos) with the expectation for heart transplant. Subsequently, the patient was transitioned to prolonged intermittent renal replacement therapy (pirrt) which was stopped on two weeks later. The patient then developed a fever which was determined by culture to be staphylococcus and they received antibiotic treatment. The tunneled hemodialysis catheter was removed and they were treated eight days later with an intravenous (IV) diuretic and then transitioned to an oral diuretic several days later. The patient also experienced ventricular tachycardia and was treated with dccv and IV anti-arrhythmic. The patient was discharged on dobutamine and they were listed on inactive status on the transplant list pending a neurological consultation. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right heart failure, infection, cardiac arrhythmia and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.